Manufacturer narrative:
A titan touch pump, exhaust tubes, inlet tube and cylinders were returned for analysis. Based on examination and testing of the device, it was concluded that the rough and irregular surfaces on the detached connector indicates that sufficient stress was exerted to separate the site. The connector did not appear to seat properly. Additional markings noted on the connector confirmed the device came in contact with sharp instrumentation, however, the type of instrument could not be confirmed. Coloplast concludes that the observed damage may have contributed to the connection seal not being tight and allowed the reported faulty connection.

Manufacturer narrative:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2023 and revised on (B)(6) 2023 due to a collapsed pump and the device is not functioning properly. Additional information received indicated the device had a major malfunction where the connection between the reservoir and pump completely fell apart. A leak was noted on post op day 1 even though the device functioned properly intra operatively. This required a second surgery for this patient within 1 week to revise the device. Further information received indicated the problem found intra operatively was that one of the sleeves on the pump side that pops over the connection between the pump and reservoir came apart. It no longer snapped on when we went back in, it just slid over connection and did not secure and the whole connection disconnected completely. Based on examination and testing of the returned product it was concluded that the rough and irregular surfaces on the detached connector indicates that sufficient stress was exerted to separate the site. Additional markings noted on the connector confirmed the device came in contact with sharp instrumentation, however, the type of instrument could not be confirmed. Quality does not believe the damage contributed to the connection seal not being tight. However, it did not appear that the connector was seated properly. The research and development labs and test development manager reviewed the returned device. During this review, it was concluded that when properly seated, the inlet tubing presses out the tabs on the true-lock cage, with the connector sleeve mating with those tabs to form the joint. Inspection on the returned device confirmed that, when the inlet tubing was pressed plush with the connector cage, the connector sleeve connection withstood the expected mechanical forces. If not seated properly, the system could still pass the intraoperative test, however could not have the sufficient mechanical retention needed post operatively to maintain the connection. It can be concluded that the inlet tubing was only partially pressed into the connector sleeve, allowing the device to pass the intraoperative test, but not able to withstand postoperative mechanical forces. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, reservoir, and detached connector / tubing were received for evaluation. No functional abnormalities were noted with the pump. A separation was noted on the bladder of cylinder 1. This is a site of leakage. The separation has a central groove, indicating contact with sharp instrumentation such as a needle. No functional abnormalities were noted with cylinder 2. No functional abnormalities were noted with the reservoir. A separation was noted on the detached connector of the inlet tube. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Based on examination and testing of the returned product it was concluded that the rough and irregular surfaces on the detached connector indicates that sufficient stress was exerted to separate the site. The connector did not appear to seat properly. Additional markings noted on the connector confirmed the device came in contact with sharp instrumentation, however, the type of instrument could not be confirmed. Quality concludes that the observed damage may have contributed to the connection seal not being tight and allowed the reported faulty connection. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
Additional information received 05/17/2023 as follows: the device issue was found intraop. One of the sleeves (pump side) that pops over the connection between the pump and reservoir came apart was noted to no longer snap on, it just slid over connection and did not secure and disconnected completely.

Event description:
According to available information, this device required replacement due to a collapsed pump. It was also noted the device was not functioning properly. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.